Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported, during in clinic follow up. That the implantable cardioverter defibrillator exhibited a failure to be interrogated via programmer or telemetry wand. Premature battery depletion was suspected. The device was explanted and successfully replaced. The patient was stable and asymptomatic.